Event description:
Device 1 of 2. Reference MFR report: 1627487-2010-03434. The pt received his scs system, consisting of an ipg and two percutaneous leads (from two separate lots), on (B)(6) 2010, for left leg and low back pain. It was reported that the pt lost stimulation to his left side. A fluoroscopy showed the left lead had migrated right of midline and superiorly by one vertebral body. The right lead had not moved. Reprogramming efforts were unsuccessful in resolving the issue. F/u on the pt found that the physician plans to refer the pt to explant his percutaneous leads and replace them with a paddle lead. The procedure date is currently undetermined. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.